Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with 4 prostyle devices using an 8f sheath after a radio frequency ablation procedure. Reportedly, with all 4 devices, the sutures were not present when the plungers were removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a needle to cuff miss. Based on the information reviewed and vc cause analysis white paper, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.